Event description:
The customer contacted baxter's service center regarding a use error, which occurred on the homechoice (hc) during drain 1 of 4. The home patient (hp) indicated that he inadvertently disconnected and only had had the transfer set closed but no mini cap on. The technical service representative (tsr) explained to the hp that he had exposed himself to airborne germs and that he needed to apply a mini cap as soon as possible. The tsr assisted the hp with ending therapy on the hc. The tsr advised the hp of the importance of contacting the peritoneal dialysis registered nurse (pdrn) before resuming therapy. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if any additional information is received.